Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reported information indicating that the dissection was due to the "evolut capsules".

Manufacturer narrative:
Continuation of d10: product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025; explant date: na product ID l-evolutfx-2329 (lot: 0012483154); product type: 0195-heart valves; implant date: na ; explant date: na. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve using the subclavian approach, a non-medtronic and medtronic sheath were used due to the blood vessel diameter. Following the use of the two sheaths, the delivery catheter system (dcs) was inserted; however, there was difficulty advancing it due to calcification of the subclavian curvature. Subsequently, increased tension was applied on the dcs when passing through the curved portion of the patient's anatomy, resulting in a dissection "of the evolut capsules." A non-medtronic sheath was then inserted and an intimal dissection was observed. During the final aortogram (aog), a partial dissection was identified; however, it was decided to only monitor the dissection.

Event description:
It was reported that during the implant of a transcatheter valve using the subclavian approach, a non-medtronic (14fr dryseal) and medtronic sheath were used due to the blood vessel diameter. Following the use of the two sheaths, the delivery catheter system (dcs) was inserted; however, there was difficulty advancing it due to calcification of the subclavian curvature. Subsequently, increased tension was applied on the dcs when passing through the curved portion of the patient's anatomy, resulting in a dissection "of the evolut capsules." A non-medtronic (18fr dryseal) sheath was then inserted and an intimal dissection was observed. During the final aortogram (aog), a partial dissection was identified; however, it was decided to only monitor the dissection. Additional information was received that clarified previously reported information indicating that the dissection was due to the "evolut capsules". Additional information was received that one non-medtronic sheath was used. A partial intimal dissection of the left subclavian artery occurred. The physician reported that the cause of the dissection was strong sheath insertion despite a narrow vessel diameter. Per the physician, in addition to the non-medtronic sheath, the dcs contributed to the dissection, specifically the capsule, because the dcs was difficult to pass through the sheath and was strongly inserted. The physician reported that the valve and guidewire were not contributing factors. The patient's calcification, tortuosity of the subclavian artery, and calcification of the bent portion of the subclavian artery contributed to the event as the calcification and bending made it difficult to pass through the sheath and device. It was suspected that the dissection may have occurred due to the strong push at that time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.